Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown; however, the consumer stated that the organism came from the skin. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. The nurse reported that the event of peritonitis with culture positive for staphylococcus aureus was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd888131, gd887703. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.